Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, recurrence, urinary and bowel problems, infection and dyspareunia. No other information is available.